Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial insertion of a central venous catheter (cvc), the operating physician encountered mild resistance while advancing the dilator over the spring-wire guide (swg). The swg was subsequently removed fully from the patient, with no portion remaining in situ. The swg was removed together with the dilator, and no additional resistance was noted during removal. Upon inspection following removal, partial unraveling of the guidewire was observed. The introducer needle was inspected and showed no visible damage. The guidewire was removed intact, and no retained fragments were identified; therefore, no additional retrieval or interventional procedures were required. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as stable ("fine"). No additional medical intervention was required beyond removal of the affected device, and the procedure was subsequently completed successfully following replacement with another device.